Manufacturer narrative:
(B)(4).

Event description:
The healthcare professional (hcp) of a clinical study reported that the patient was unable to make a connection to the implantable n eurostimulator (ins) with both the patient programmer and recharger. An overdischarge was suspected. There was a fully discharged generator. Apparently the patient did not understand that he had to fully charge the generator every day. The patient was only partially charging it. The patient was brought to the clinical on (B)(6) 2016 and a trickle charge was performed. It was successful. The power on reset was cleared and therapy resumed. Both group impedance and electrode impedance tests were performed and all levels were normal. Interventions included a trickle charge. The issue resolved at the time of report. No surgical intervention was planned or occurred. A few days later it was reported that the patient was charging more often since overdischarge recovery. The patient had not been reprogrammed, switched groups, or increased parameters. Later it was reported that the patient recently had a trickle charge due to an overdischarge. The reporter stated that the patient went from discharge to overdischarge within a matter of days. The reporter stated that this was the patient¿s first overdischarge. The reporter confirmed the patient was able to do a physician mode recharge (pmr) and clear the power on reset. No symptoms were reported. The outcome was resolved without sequelae. Relevant medical history included: spinal pain.

Event description:
The healthcare professional (hcp) of a clinical study reported that the stimulator was fully discharged secondary to the patient not charging the device enough, even though the patient was educated on charging they still did not fully charge the battery. No signs or symptoms were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the battery was fully discharged secondary to the patient not charging the device.